Event description:
During follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The event was resolved by device reprogramming. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, high pacing impedance was observed on the right ventricular (rv) lead. The event was resolved by device reprogramming. The patient was stable and there were no adverse consequences.